Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump under infused medication to a patient. During patient infusion, it was observed that the pump was delivering the unspecified mediation slower than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.